Manufacturer narrative:
An investigation was performed in response to a complaint of error 3026, pretreatment detection table temperature abnormally high on the aia-2000. Over the phone, field service engineer had the customer restart the analyzer which resolved the thermal issue however additional error messages were generated. At the customer site, field service engineer (fse) reviewed the error log to conform the reported errors then performed a visual inspection which found remnants of a spill and blockage throughout the fluidics system requiring cleaning and readjustment of the temp-board. Fse also cleared an unknown substance from the waste fluid funnel, the 2-way solenoid valve, the 3-way solenoid valve, the drain pump and the washing probe assembly. The temp-board exhibited decreased sensitivity due to component failure. The waste fluid funnel, the 2-way solenoid valve, the 3-way solenoid valve, the drain pump and the washing probe assembly exhibited obstruction of flow also due to component failure. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from august 22, 2020 through aware date september 22, 2021. There were no similar complaints identified during the search period. The aia-2000 operator's manual appendix 4: error messages states the following: [3026] pretreatment-detection table temperature abnormally high. Cause: the overheat (50) signal of the pretreatment-detection table was detected. The current measurement will be flagged (io flag) and new measurements will be suspended. Solution : reset the main power. Contact tosoh service center or local representatives.

Event description:
Customer called to report error 3026, pretreatment detection table temperature abnormally high on the aia-2000. Customer states the temperature will not regulate. Field service engineer was dispatched to address the reported event which resulted in delayed reporting for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting patient results.